Manufacturer narrative:
(B)(4)

Event description:
The lead was returned to the manufacturer after being explanted. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the full lead was returned and analyzed. Analysis revealed that the proximal conductor of the lead became d istorted at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 implantable pulse generator, 2007-(B)(6). (B)(4).